Event description:
The customer reported that at the beginning of a platelet collection procedure, they received multiple low draw pressure alarms. While the operator disconnected and removed the needle from the donor's arm, they noted a blood clot in the needle. No medical intervention and additional follow-up visit was necessary for this event. The donor is in healthy condition. The disposable set is not available for investigation, because the customer discarded it.

Manufacturer narrative:
The run data file (rdf) was analyzed for this event. Signals in the run data files show numerous access issues, however the run data files did not indicate a conclusive cause for the possible reported clotting. No unusual process variable was identified in the run data files and the trima accel systems operated as intended. There also does not appear to be a conclusive connection between the acd a manufacturer and the procedures with reported needle clots. Though not conclusive, it may be possible the needle clotting may be related to higher than average procedures with access issues. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer stated that they recently switched from (B)(4) to terumo acda anticoagulant and she believes the donors are having more needle line clotting and inlet flow issues. Customer states this issue started with the change of solutions. She called and was told the solutions are the same pharmacological product, but thinks the terumo product is the cause of the clotting and flow issues. Per the customer, they do call donors in at the last minute and thinks the donors may be dehydrated, cold, but that is nothing new to them, customer is adamant that the only thing different with recent flow and clotting issues is use of terumo bct acda. Donor will run fine,sometimes once the platelet valve opens, procedures that were without issue stop flowing, she said they have noted clots in the needle line blood, or 'the blood is darker like clotted blood".investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: it is likely that the observed clots at the needle occurred during troubleshooting for the access issues. The clots were not the cause for the access issues. The increase in incomplete procedures due to draw and return issues could have contributed to the perceived increase in clotting issues. A review of related clotting issues for this customer does not indicate that the clots or access issues were related to the acda as initially suggested by the customer. This customer has a higher frequency of access issues than average, regardless of the acda used. The cause for the reported clots is the result of customer phlebotomy and access issue management. Additional information: follow up with the customer by email from terumo bct's field performance team, instructed the customer to focus on managing access issues.